Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented at the emergency room with some discomfort. Upon further investigation there was some cyclical arrhythmia noted on the device due to incorrectly device programmed settings. The device was reprogrammed to resolve the event and the patient was in stable condition.